Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Provided 3mensio was reviewed, revealing tortuosity, calcification, and undersized vessel diameters in the patient's right access vessel, calcification present in the patient's abdominal aorta. The required minimum luminal diameter for use of 14f esheath+ is greater than or equal to 5.5mm. The complaint for difficulty inserting dilator was unable to be confirmed as no returned device/device imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the I fu/training materials revealed no deficiencies. 3mensio imagery confirmed the presence of calcification, tortuosity, and undersized vessel diameters. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the dilator and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/removing the dilator. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically. Available information suggests patient factors (calcification, tortuosity, undersized vessel) likely contributed to the event as these patient factors were observed in the provided 3mensio. Additionally, it was reported that "the event occurred due to insertion of a sheath into a small-diameter access vessel". Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage, sheath kink). These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in japan, during the transfemoral tavi procedure, difficulty to insert the esheath+ occurred. During vessel dilation with a 16fr dilator, insertion was difficult. Subsequently, the esheath+ was inserted but could not pass through the external iliac artery (eia). Therefore, the vessel was dilated using a 6 mm balloon. Further dilation was then performed with the 16fr dilator, and the esheath+ was reinserted. After sapien 3 ultra resilia valve implantation, dissection of the access vessel was observed during removal of the esheath+. Surgical endarterectomy was performed, and the procedure was completed. Upon later follow-up, the patient was found to be improving. Per medical opinion, the event occurred due to insertion of a sheath into a small-diameter access vessel.

Manufacturer narrative:
Investigation is ongoing.